Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, during insertion of the 0.014" guidewire, a dissection was noticed on the right common carotid artery which led to a secondary stent placement to cover the dissection. The procedure was completed successfully with no reported patient harm.